Event description:
Four days after the carotid stenting procedure, the pt suffered loss of vision in the right eye. The physician believes that the event was caused by clot. The pt is a male pt who was consented to the study. The pt was asymptomatic. The target lesion location was the proximal and ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 80%. Characteristics of the lesion are unk. Pre-dilatation of the lesion was performed. An angioguard distal protection device was used and deployed successfully distal to the lesion. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. There was no debris found in the filter basket upon retrieval. The final target lesion percent diameter stenosis was 0. The pt left the angio suite neurologically intact. The pt was discharged the next day with clopidogrel and aspirin directed. Four days after the procedure, the pt suffered loss of vision in the right eye. The pt is being treated. The condition is improving but there is still some deficit. The physician believes that the event is not related to the cordis products or the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.